Event description:
Plaintiff was employed as a certified nurses aide who wore and was exposed to gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: asthma, respiratory problems, hives, dermatitis, diarrhea, vomitting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress.